Manufacturer narrative:
The insulin pump had an unresponsive down arrow button due to corroded keypad trace. The insulin pump was unable to perform displacement test and test for battery out limit due to unresponsive button. The insulin pump had a cracked battery tube threads, cracked reservoir tube lip, minor scratches on lcd window and cracked case at display window corner.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The customer stated that the insulin pump alarmed battery out limit after a battery change, and he was unable to clear the alarm due to the keypad anomaly. The customer's blood glucose was 105 mg/dl. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.